Event description:
It was reported that patient had cataract procedure in the left eye and a corneal burn occurred during the sculpt part of the procedure. The incision size was 2.4 mm. Several jnj products were used: veritas console, phaco handpiece, phaco tip sleeve and veritas vrt-ai pack. Surgeon used alcon bag balanced salt solution. There were no system errors but it was reported that there were excessive bubbles in the chamber during sculpting. No product is being returned. This report is for the veritas vision system.

Manufacturer narrative:
Section a2, a3, a4 and a5: information requested but not provided. Section e1 - phone number (B)(6) information about patient post op status and any treatments has been requested but not provided. Device evaluation: field service engineer visited the account after the event and checked the laser. System passed the check list and no abnormalities were found. Clinical specialist was also on site and reviewed the recordings of surgery, noticed the incision size was bit smaller for the tip used. A review of records related to the device including labeling and complaint trending will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.